Event description:
On 05/03/2006 it was reported that a surgeon performing a parathyroidectomy on a patient took approximately two hours longer due to falsely elevated intact parathyroid hormone (ipth) results obtained serially on that patient. A patient properly underwent a parathyroidectomy for elevated ipth. Post operative the ipth did not drop into a normal range after removal of the gland. The surgeon spent additional time trying to determine the source of the elevated ipth. During the surgery a series of six ipth samples were reported during the patients procedure. Values ranged from 998 pg/ml to 200 pg/ml despite surgical removal of the gland. At 2200 hours that night, qc material was run on the system and the levels resulted out of range high indicating an issue with the system. The system was recalibrated and the results returned to normal. A field service engineer was sent to investigate and after running multiple visual and performance tests it was concluded that the reagent probe tubing could have been in a position where it became crimped which reduced the reagent flow leading to a false elevation of results. Upon recalibration when the probe moved it could have cleared the crimp and the results reverted back to normal. This event being reported as prolonged surgery, may potentially lead to complications that are considered to be reportable under medical device reporting regulations.